Manufacturer narrative:
The cannula must be filed after inserting the infusion set; the customer did it beforehand. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
The customer states that she had filed the cannula after filing the tubing and then inserted her infusion set. The customer mentioned that she made a mistake and consequently elevated her blood glucose level.